Event description:
It was reported that the patient experienced a loss of therapeutic effect including an increase in urination. The patient felt stimulation in the wrong location, in the left hip and down left leg. The patient never felt stimulation in the pelvic floor. The patient changed to program 2 at 1.6v and felt strong stimulation down the left leg and slight stimulation in the vaginal area. On program 3 at 0.4v the patient felt stimulation down the left leg. The patient switched back to program 2, but later reported feeling pain from her belly button down to her hair line following a colonoscopy and cat scan done on (B)(6) 2012. It was reported that the patient was on program 3 at 2.5v and couldn't feel stimulation. The patient increased to 2.55v and was able to feel it, but later reported that she had lost all relief after the CT scan and colonoscopy and had tried all 4 programs without relief. It was later reported that the patient's system was taken out because it wasn't helping. The patient was implanted with a new system.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v884753, implanted: 2012 (B)(6), explanted: 2012 (B)(6); programmer: model 3037, serial# (B)(4).